Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was an unknown procedure (l1) performed on (B)(6) 2022. They had some difficulties in injecting cement into the lesion because the cement seemed solid. So 1.2 ml of the cement was applied on each side. It passed 19 to 20 minutes since mixing up cement materials at the room temperature of approximately 23 degrees centigrade. They tried to remove the injecting unit out of the lesion. However, both the inner and the outer cylindrical components got stuck and immovable. The components were cut off and were removed from the lesion. The procedure was completed less than 30-minute surgical delay. The surgeon commented as follows: 1. The cement became solid faster, so less volume of the cement was applicable to the lesion. 2. Some amount of the cement jammed in the inner cylindrical component. He was not able to remove the jammed cement from the component. No further information is available. This report is for one (1) sistema de cemento vertecem v+ . Esteril. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, h4: the lot number, expiration date, and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: a manufacturing record evaluation was performed for part: 07.702.016s. Lot: 0d53340; and no non-conformances were identified.